Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 18:40:28. During night drain cycle one, the patient's ultrafiltration reading was 560ml, indicating the patient drained 560ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The cause was a false empty detect at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.